Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 77a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had flipped and was up against the pelvic bone and hurting like heck. The patient had surgery on friday prior and the healthcare provider (hcp) flipped the ins back and made it deeper. The patient inquired how long she should wait to use a tanning bed after that surgery. It was also reported that a device flip was not confirmed and the symptoms the patient was experiencing was pain. No other actions or interventions were taking to mitigate or resolve the event. The patient recovered without permanent impairment.